Event description:
It was reported to boston scientific corporation on september 10, 2010 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure to treat a bleed in the esophagus on (B)(6), 2010. According to the complainant, during the upper egd procedure, the lead technician reported that the clip was deployed, however the clip was bent and "mangled" when it came out of the sheath. The clip did not grasp tissue. The device fell off inside the patient's esophagus and was left to pass naturally. There was no delay in the procedure. The procedure was completed with three more of the same device with no harm to the patient. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was left inside the patient and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.